Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x2.8mm, concentric, de novo target lesion was located in the severely tortuous and non-calcified right coronary artery. Pre-dilatation was performed resulting to 80% residual stenosis. A 20x2.50mm promus premier¿ drug eluting stent was deployed at nominal pressure. However, a dissection was noted at the distal segment of the stent. The dissection was then successfully treated with another stent. No further patient complications were reported and the patient's status was stable.